Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker exhibited a high pacing threshold. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem was not confirmed. The device was received from the field with battery voltage at end of service (eos). Electrical and mechanical analysis, capture test and visual inspection were normal with no anomalies found. Longevity assessment was performed, and the device exceeded projected longevity.